Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was located in the right coronary artery (rca). The physician successfully implanted a 3.00x20mm taxus express2 in the rca. The physician then ballooned the lesion. Another focal strain was found in the rca distal to the 3.00x20mm stent. The physician attempted to deliver the 3.00x8mm taxus express2 stent to the distal end but it would not cross. The physician tried twice with no success, and at this point he decided to remove the stent. When pulling the device back in it dislodged inside of the 3.00x20mm stent. The physician attempted to snare the stent but had no success so, the physician used a post dilitation balloon and placed the dislodged stent through the previously placed taxus stent where it was deployed. There were no pt complications and the pt condition is listed as okay. Further info was requested but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.